Event description:
It was reported that "the patient was intubated and then transferred to intensive care. Once on the ward, staff realized that the intubation tube balloon was constantly deflating. Several attempts were made to reinflate it, but without success. The patient had to be re-intubated. After removal, the tube was examined and found to be punctured at the level of the balloon. There were no clinical consequences for the patient, nor any worsening of his general condition. The patient was not receiving the correct ventilatory volumes. The patient was re-intubated with a new tube.

Manufacturer narrative:
D4 - lot # 4419500 is a suspected lot number and not confirmed. One decontaminated device was received in used condition. Per visual inspection, no discrepancies were found. A functional leak test was performed, and no leak was found. The complaint was not confirmed/replicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported suspected lot number.